Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device with a 6f sheath after an interventional coronary stenting procedure. Reportedly, after the starclose se clip was deployed, the starclose se device was difficult to remove. The vessel locator wings were closed [lever] prior to the attempted starclose se device removal; however, fluoroscopy showed the vessel locator wings were open. Surgery was performed under general anesthesia and a 12cm incision was made to remove the device. Hospitalization was extended. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. No additional information was provided.